Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: device code 1484 for the reportable issue of bands prematurely deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the handle assembly was returned while the ligator head was not returned for analysis. The trip wire was partially rolled in the handle assembly, it was also secured in the handle slot when received; however, the trip wire was kinked in several locations. A crimp was present on the tripwire. The suture was intact and it was attached to the distal loop of the trip wire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the anus on (B)(6) 2020. According to the complainant, prior to the procedure, the device was installed; however, the bands prematurely deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the anus on (B)(6) 2020. According to the complainant, prior to the procedure, the device was installed; however, the bands prematurely deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.